Event description:
It was reported that, "knee pain. Tibial baseplate loose. Unable to read femoral part number and lot number. Bone cement impeded our sight. Femur was med/lg. Original patella left in."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.